Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patient symptoms. This event is being filed as an MDR because the patient reported the symptom of anaphylactic reaction and invisalign system product was being used at that time. Device not returned to manufacturer.

Event description:
The patient reported symptoms of anaphylactic reaction and swelling of the gums, tongue, lips and throat. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking benadryl to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently getting better .the treating doctor did consider the event was serious but not life threatening to the patient.